Manufacturer narrative:
Device evaluation follow-up #1 submitted 05/08/2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: no temperature issue was found. Pump powers up normally and passes ¿ez-prime¿ steps successfully. Pump was exercised for 10h with 1+10% temp basal rate, no overheating or any alarm was duplicated during testing . Black box review shows no activity outside of normal use, no unusual sudden voltage drops or evidence of short battery life is recorded in the black box. No battery was returned with the .pump. Currents draws measurements were tested with an external power supply and there were found within the required specification. The cover was removed, no moisture ingress was observed inside the pump, power circuit and flex were tested for intermittent conditions. Unrelated to this complaint, the display was observed to be dim and discolored, a test display screen was mounted for testing purposes, the pump was able to power up with a fully illuminated display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. The patient also reported that she had recently received a course of steroid treatments,which elevated her blood glucose to th 400 mg/ld, with no nausea, vomiting or ketones. It was while she was adjusting her basal rates to cover this bg that she noticed the pump was getting hot. This bg is not reportable as the elevation can be attributed to the steroid therapy. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported hot pump issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.